Manufacturer narrative:
A review of complaints for lot 12918un19 identified three additional complaints related to elevated results. Return testing was not completed as returns were not available. Historical performance of reagent lot 12918un19 was evaluated using world wide data from abbottlink. The patient medians (divided into 3 groups) were analyzed and compared to an established limit. This evaluation indicated that all three levels of the patient medians are within the established limits. Accuracy testing was performed with a retained kit of lot 12918un19 and an internal troponin-I panel. Acceptance criteria were met, which indicates acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I, lot 12918un19.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: (B)(6) initial = 0.153ng/ml / repeated one hour later = 0.011ng/ml (>0.028ng/ml cutoff). There was no reported impact to patient management.